Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation in the patient's leg. The balloon was inflated at 28 atmospheres. It was noted that the balloon ruptured. When the device was removed from the patient, it was noted that the outer balloon layer appeared to have separated from the inner balloon layer. The balloon remained intact on the catheter. The procedure was continued. No patient complications were reported.